Manufacturer narrative:
Manufacturer's investigation conclusion: although a root cause for the driveline fault alarms captured in the log file cannot be conclusively determined through this evaluation, they appear consistent with a potential compromise in the driveline. The account reported the patient experienced an alarm while sleeping on (B)(6) 2019 and presented to the clinic later that day. Log file data showed that driveline faults corresponding to yellow wrench advisories were captured on 3oct2019 at 12:24am, 2:07am, and 9:24am. Technical services personnel arrived onsite on 4oct2019 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 20.5". Visual inspection of the outer silicone jacket and underlying bionate layer did not reveal any signs of damage. Electrical continuity testing did not reveal any discontinuities or shorts. Metal shield breakdown was observed approximately 12" from the controller connector. Visual inspection of the wires did not reveal any signs of insulation breaches. The driveline segment operated a test pump on a mock circulatory loop using a test system controller. The system was operated for 30 minutes and the driveline fault alarm could not be reproduced. Manipulation of the wires did not cause any of them to fracture, indicating that the inner conductors were intact. The driveline was submerged in a saline bath for high potential testing to check for any current leakage through the wire insulation. No breaches were found. The evaluation did not reveal any issues that would have contributed to driveline fault alarms captured in the log file, however, the driveline was not entirely returned. Technical services indicated there were no further alarms observed following the repair and the patient would be discharged home. The patient remains ongoing on vad support with no further related issues reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into clinic for driveline fault alarms. He log from the original controller v7.19 captured driveline fault events starting on (B)(6) 2019 @ 0024 and continued for the remainder of the log file. Patients controller was exchanged and the log from the new controller v7.29 did not capture any driveline fault events but does show the same wire degradation as the first controller meaning that these driveline fault events are real and will most likely return given some time. Tech services was onsite (B)(6) for a driveline repair. The entire external portion of the driveline was replaced with no issues. The patient did not have an active driveline fault when the repair was performed and did not have any post repair either. Patient will be monitored overnight for any more alarms and discharged if no more alarms occur. No further information provided.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: although a root cause for the driveline fault alarms captured in the log file cannot be conclusively determined through this evaluation, they appear consistent with a potential compromise in the driveline. The account reported the patient experienced an alarm while sleeping on (B)(6) 2019 and presented to the clinic later that day. Log file data showed that driveline faults corresponding to yellow wrench advisories were captured on (B)(6) 2019 at 12:24am, 2:07am, and 9:24am. Technical services personnel arrived onsite on (B)(6) 2019 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 20.5". Visual inspection of the outer silicone jacket and underlying bionate layer did not reveal any signs of damage. Electrical continuity testing did not reveal any discontinuities or shorts. Metal shield breakdown was observed approximately 12" from the controller connector. Visual inspection of the wires did not reveal any signs of insulation breaches. The driveline segment operated a test pump on a mock circulatory loop using a test system controller. The system was operated for 30 minutes and the driveline fault alarm could not be reproduced. Manipulation of the wires did not replicate any driveline fault alarms, indicating that the inner conductors were intact. The driveline was submerged in a saline bath for high potential testing to check for any current leakage through the wire insulation. No breaches were found. The evaluation did not reveal any issues that would have contributed to driveline fault alarms captured in the log file, however, the driveline was not entirely returned. Technical services indicated there were no further alarms observed following the repair and the patient was discharged home. The account submitted a log file on (B)(6) 2019 noting further driveline faults. Evaluation of the submitted log files confirmed 87 additional driveline faults, captured between (B)(6) 2019 and (B)(6) 2019, and appeared due to a potential compromise in the driveline. The account stated the patient and wife are aware of the internal damage and declined any further intervention that would involve surgery. The patient remains ongoing on vad support. Hmii IFU section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. All hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple driveline faults noted in log history. The patient was aware that the damage was internal and was not interested in further intervention that would involve surgery. Log file analysis observed an issue with phase b that was causing the driveline fault alarms. It was noted that this phase did not appear to be completely fractured. No additional information was provided.